Event description:
It was reported the device was unable to charge. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the product remains unknown as there was no response. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. Multiple good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.